Event description:
Rptr started experiencing contact dermatitis while using latex gloves. At this time, she started using cotton gloves, with latex over top. Around 1994, she started using vinyl gloves; however she still exhibited allergy symptoms when exposed to latex products, such as wheezing, hives, and edema. This past month she experienced an episode of respiratory distress. She is currently on short term disability.